Event description:
As reported: "the connecting thread between 2351-0050 and 2351-0180 is broken."

Manufacturer narrative:
The reported event was confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. The macroscopic appearance of the breakage surface revealed a forced fracture in brittle manner. Plastic deformation was not apparent. The material had been subjected to a significant amount of stresses, which lead to a breakage without significant plastic deformation. However, investigation revealed the root cause of the reported event to be a design-related issue. A non-conformity report has led to further investigation and finally to a recall; the returned device is in the scope of the pfa ongoing investigation regarding the delta strike plates. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, "the connecting thread between 2351-0050 and 2351-0180 is broken."